Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, upset stomach, headache, pain in the abdomen, chest and arms. Once at the hospital the patient had glucose tolerance test and was treated with intravenous fluids. The patient was discharged from the hospital after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.